Event description:
It was reported that during the procedure the lead was not in the right position and the helix was retracted and the lead was moved, the helix extended spontaneously and became jammed after attempting to move the lead. Attempts to retract the helix were initially unsuccessful with torqueing and turning the helix counterclockwise. It was determined that after using more force to turn the helix several more times, the helix retracted. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned and analyzed. The helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant. (B)(4)